Event description:
It was reported that over the past years the patient had received the red rubber intermittent catheter without the coude notch indicator. The affected lots were ngfx1383, ngfz015, nggq2744, ngfx2437, and ngfz4302

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that over the past years the patient had received the red rubber intermittent catheter without the coude notch indicator. The affected lots were ngfx1383, ngfz015, nggq2744, ngfx2437, and ngfz4302.